Manufacturer narrative:
Investigation summary: no samples or photos were received, therefore the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. This is the 1st complaint for the lot# 8082847 for the same defect or symptom. There was no documentation of issues for the complaint of batch 8082847 during the production run. Root cause description: root cause can¿t be confirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd posiflush¿ syringe plunger was found loosened before use. The following information was provided by the initial reporter: "before use, customer complaint 1ea flush plunger loosening."